Event description:
A user facility reported that during preparations for a stone removal procedure employing a lumenis powersuite 100w laser, the "unit was turned on and passed self check, including the self check for the foot pedal. Once the laser got to the main screen it would not recognize the foot pedal. Attempted to reset the machine, unplug and restart but same result followed. Biomed was not able to correct the issue. Physician was able to remove the stone with a ureter basket. No harm to the ureter."

Manufacturer narrative:
Lumenis investigated the reported event contacting the initial reporter who provided information for contacting or staff. No information regarding serious adverse patient sequela was reported. A review of historical service records found the subject device powersuite laser had last been serviced by lumenis in (B)(4) 2007; therefore, lumenis cannot rule out the probability that service by unauthorized third party service providers may have contributed to the reported event. To the best of lumenis' knowledge, the subject device remains in service at the user facility. The user facility ordered a replacement footswitch. An evaluation of the details of the reported event by lumenis technical specialists confirmed the footswitch of similar subject laser systems are subjected to normal use wear and are replaceable consumable items. Device not returned - disposed